Manufacturer narrative:
Despite multiple attempts, no additional information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to have prematurely depleted. At this time no intervention has been performed and the crt-d remains implanted and in service. No adverse patient effects were reported.